Manufacturer narrative:
The report of a tcmid:07 (coolant temp high) error message was confirmed during functional testing and event log review of the thermogard xp ivtm console (sn (B)(4)). The root cause is due to a defective temperature probe. Upon visual inspection the top lid of the console was damaged. This type of physical damage found during visual inspection is due to mishandling and not related to the reported event. Evaluation of the console revealed tcmid:07 (coolant temp high) error message during initial power up. The cause of the error message was attributed to a defective temperature probe. The analysis of the event log revealed multiple tcmid:07 (coolant temp high) and tcmid05 (coolant diff failure) error messages. Tcmid:05 error message is related to the tcmid:07 message. Upon customer approval, the temperature probe and the damaged top lid will be replaced, and the device will be further tested to full specification. Historical complaints were reviewed for service information related to the reported complaint and there was one similar complaint reported for the thermogard console with serial number (B)(4). Ccr (B)(4) reported on (B)(6) 2017 for tcmid:07.

Event description:
During set-up, the thermogard console (sn (B)(4)) displayed a tcmid:07 (coolant temp high) error message upon power up. A secondary thermogard console was used to begin patient's temperature management therapy. No known impact or consequence to patient reported.